Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had several low flow and pulsatility (pi) events. Per the account, the explanation for the aforementioned events was sepsis and hypovolemia. An echo revealed a slightly smaller left ventricular (lv) cavity, trend of septum to the left, and a smaller right ventricular (rv) cavity. The patient received fluid replacement, inotropes, and antibiotics. After the initiation of re-hydration and sepsis control, the pi and lof low alarms were not seen anymore. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported multi organ failure, hypovolemia, cardiac arrhythmias, small left and right ventricular cavities, hypotension, dehydration, and patient outcome could not be conclusively determined through this evaluation. The low flow alarms were confirmed through the patient¿s submitted log files and the account attributed the low flow alarms to dehydrations and sepsis. The controller event log files contained overlapping data from 04dec2019 to 11jan2020. The pump was set to a fixed speed that was adjusted between 4800 rpm and 5600 rpm and operated at or above the low speed limit that was adjusted between 4000 rpm and 5200 rpm for the duration of the log file. The log file recorded 44 low flow alarms throughout the log file when the patient¿s flow dropped below the low flow threshold of 2.5 lpm. The alarms resolved between events when the patient¿s flow increased above the low flow threshold and there were no further atypical alarms. The log files appeared to capture the pump operating as intended. The account reported that the patient was having low flow alarms which were attributed to sepsis, hypovolemia, and changes in inotropic support. An echo revealed smaller left and right ventricular cavities but no further issues. The patient underwent fluid replacement and inotropic support in addition to antibiotics. With better rehydration and sepsis control the low flow alarms reportedly resolved. The patient also reportedly experienced bradycardia and hypotension. The patient ultimately expired due to multi organ failure and no autopsy was performed. The pump was not returned for evaluation. Sepsis, multiple organ failures, and cardiac arrhythmia are listed as adverse events and hypovolemia is listed as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H2: added bradycardia code to h6 and information to b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A transthoracic echocardiogram (tte) was performed and sepsis workup was done. Inotropes, norepinephrine, was increased and hydrotherapy was done. Labs were taken. Log files were submitted for review. The log file noted several pi events, 47, starting on 11dec2019 at 17:09:48, 25dec2019 at 13:13:19, 28dec2019 at 11:18:32, and 29dec2019 at 11:20:36. There were also several hazard low flow alarms noted, 14, starting on 11dec2019 at 17:08:37 and 29dec2019 at 11:19:26. It was noted that the lowest low flow was 1.5lpm. There was a time coincidence between the recorded pi events and hazard low flow alarms on 11dec2019 and 29dec2019. Considering the state of the patient, it explanations were considered to likely be new sepsis, hypovolemia since they were diuresing as well, and changes to inotropic support. The speed was reduced by 100 rpm on 06jan2020. On 07jan2020, there were a few pi events and low flow alarms. The echocardiogram was the same except for slight smaller left ventricle cavity and trend of septum to left and smaller right ventricle cavity. Fluid replacement and inotropic support with antibiotics were given. On 09jan2020, pi events and low flow alarms were not seen anymore with better rehydration and sepsis control. The patient had low flow hazard alarms. Pi events, bradycardia, and hypotension. Follow-up log files were submitted for review. The log file captured from 29dec2019 at 11:20:38 to 11jan2020 at 14:51:12 and showed 30 low flow alarms and 68 pi events, specifically on 11jan2020 from 11:45:03 to 11:50:18. The left ventricular assist system (lvas) was running as expected and the low flow hazard alarms and pi event looked non-pump related. Another set of log files were submitted covering 11jan2020 to 19jan2020. The log file captured intermittent low flow events which occurred at times when the pi was elevated. There did not appear to be any mechanical circulatory support (mcs) equipment issues causing these events and they appeared to be patient related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported hypovolemia, cardiac arrhythmia, small left and right ventricular cavities, hypotension, dehydration, and patient outcome could not be conclusively determined through this evaluation. The low flow alarms were confirmed through the patient¿s submitted log files and the account attributed the low flow alarms to dehydrations and sepsis. The controller event log files contained events from 04dec2019 through 19jan2020. Intermittent low flow hazard alarms were observed throughout the files. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they expired on (B)(6) 2020 (the death was reported under MFR #: 2916596-2024-01357). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including sepsis and cardiac arrhythmia. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.